Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s mother reported that the user experienced high blood glucose after an accidental double meal announcement and disconnecting the device before insulin delivery. The user has since reconnected the device. The highest reported blood glucose level was 389 mg/dl. No other symptoms were reported.